Event description:
It was reported that the physician experienced progressive worsening of bleeding during vaginal dissection, done almost exclusively with metzenbaum scissors, on the pt's right side more than the left side. However, both sides were bleeding more than normal from early on in the case despite lidocaine with epinephrine used for hydrodissection. Following deployment of the "anchor" into the pt's right sacrospinous ligament, the bleeding worsened considerably. Physician attempted to manage bleeding with gelfoam and a liquid thrombin with direct pressure which did little to resolve the bleeding. Physician determined that she was not going to be able to manage the bleeding herself. General surgery consult was requested. It was determined to transport the pt to the interventional radiology, presumed the injury was an arterial vessel injury based on the color of the blood and rhythmic pumping of blood when pressure was taken off the vessel. The physician maintained manual pressure on the vessel injury as pt was transported to interventional radiology. The pt was given at least one blood transfusion. Post event the pt was stable and in the intensive care unit. Add'l info rec'd on (B)(4) 2013 indicated that the physician saw the pt in the office on (B)(6) 2013. Pt is "doing well." The right fixation tip with about 2cm of mesh was left in the pt. There were no further pt complications reported as a result of this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.